Manufacturer narrative:
D10 concomitant product: unknown cool ti, unknown cool tip elecrtrode (lot#: unknown) radiofrequency ablation for intrahepatic hepatocellular carcinoma and percutaneous ethanol injection for portal vein tumor thrombus: safety and feasibility. Kehan lin, yan wang, lin wang, hui shen, guangliang huang, xiaoyan xie, yang tan, baoxian liu. Med ultrason 2026, vol. 28, no. 1, 7-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the safety of combined percutaneous ethanol injection and radiofrequency ablation in the treatment of hepatocellular carcinoma patients between 2010 and 2020. For radiofrequency ablation, cool-tip or a competitor device was used. There were 25 patients in the study and major procedure-related complications after ablation included: high fever, right upper abdominal pain, and liver abscess. Initial treatment with cephalosporin antibiotic was ineffective, and symptoms worsened after switching to road-spectrum fluoroquinolone antibiotic for 3 days. Us-guided percutaneous drainage was performed.